Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Despite our attempts to receive further information regarding the device and event, no response was received from the health-care provider. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the patient expired due to acute heart failure after an implant duration of .03 months. Implant duration for this device was 1 day. Avr, mvr and tap were performed within the same operation. After the patient's chest was closed, blood pressure dropped right before the patient was transferred to ICU. Chest was reopened and surgeon stopped the bleeding. Iabp and pcps were used. Device remains implanted. No autopsy was performed.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details regarding the event were provided.